Event description:
Allegedly, fracture of a modular neck (ar vv1 long) on (B)(6) 2023. Revision surgery on (B)(6) 2023 (at clinic (B)(6), dr. (B)(6)). Additional information 02/05/2023: allegedly, patient suffered a spontaneous fracture of the modular neck while walking. There were no prior indications of this occurrence, no pain or restriction of movement. Since the broken neck could not be removed during the reoperation, the prosthesis shaft had to be revised and the femur opened. A revision hip stem was used. The surgeon dr. (B)(6) has been using mpo (formerly wright) modularity for almost 30 years and affirmed that he had followed all specifications regarding implant "modularity". The incident is reported by dr. (B)(6) reported to the responsible authorities (federal institute for drugs and medical devices, bfarm). Since the patient was and is compliant, the implant failure is inexplicable for the patient, and he indicated to the surgeon that legal action should be taken against the surgeon and the manufacturer. After the patient's rehab, at the end of february, he also expressed contact with his legal counsel. He also indicated that he could imagine an out-of-court settlement.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.